Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log (ehl) was reviewed and there was a "downstream occlusion" high alarm. The latch was closed and a downstream occlusion (dso) pressure test was conducted. The reported problem was not duplicated. The dso sensor values were within specification. There were multiple entries in the ehl showing the downstream occlusion alarm. The dso sensor will be replaced as a preventative measure.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump failed an occlusion test. No patient injury or complications were reported in relation to this event.